Event description:
A facilities nurse contacted baxter(B)(4) to report a clearlink system y-type extension set that after they had "connected blood tubing to the clearlink port of the extension set, had closed both clamps on the y-part of the extension set and closed the regulating clamp on the IV. The blood backed up into the extension set past the closed clamp on all the way up to the regulating clamp. A kelly clamp had to be applied to stop the blood backing up. The blood was on a central line" on a colleague pump. The colleague was programmed to run at 90 ml/hr. The malfunction was reported to have occurred during infusion. There was a patient involved, but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The labeling was reviewed and found to be sufficient in providing information on the use of product.